Manufacturer narrative:
D4: UDI section and g5 are blank, no product information available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the new device's initial inspection, "the pressure indicator reaches at approximately 150 mmhg max". No patient involvement.

Manufacturer narrative:
Other text: a1, g5, h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. No product was returned, and the photographic evidence provided was not able to confirm the reported problem. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. The exact cause could not be determined but based on the reported problem, the most probable cause is a faulty pressure gauge. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis., corrected data: d4: catalog and UDI number.